Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 18 mg/dl; cause was not known. Customer consumed jelly beans, bread, juice, and biscuits to address bg level. Reportedly, customer was in a para-gliding accident resulting in a broken back and immobility. Customer received assistance from nurses. Subsequently, customer was admitted into the emergency room (ER) and hospitalized. Customer received intravenous saline fluids to resolve the issue, and remained hospitalized at the time of report. Customer declined to provide additional information pertaining to hospital release date. 2 weeks prior to the event occurring, the settings were adjusted by the customer¿s endocrinologist. Customer was advised to consult with her endocrinologist to discuss pump settings. A system check was performed, and no issues were identified with the pump, infusion set tubing, infusion set cannula, or the insulin in use.